Event description:
It was reported that a home patient (hp) was connected to the home choice (hc) device when the device displayed press go to start. The hp stated the display showed check patient line, connect yourself this morning when the rn set up but tonight the display showed ¿press go to start¿. The hp connected and pressed go to start. The technical service representative (tsr) explained the process step to the patient and instructed the patient on when to connect to the device. The tsr assisted the patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.